Event description:
This lead was explanted and replaced due to over 5 months of sudden high shock impedance. Ff noise and oversensing tachy detections recorded. No adverse patient events were reported. Should additional information become available, this file will be updated.

Event description:
This lead was explanted and replaced due to over 5 months of sudden high shock impedance. Ff noise and oversensing tachy detections recorded. No adverse patient events were reported. Should additional information become available, this file will be updated. 8-feb-2021 lead received.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed 23cm and 27cm distal to the is1 connector pin that the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing. Furthermore, 23cm distal to the is1 connector pin the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics, as well as the location of these damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.